Event description:
At completion of a goniotomy glaucoma surgery, the physician was irrigating the viscoelastic material from the anterior chamber using balanced saline solution through a 27 gauge cannula on a luer-lock 3 cc syringe. The cannula became spontaneously detached from the syringe, causing the cannula to propel forward and hit the lens of the patient. After detached cannula removed from the eye, the eye was dilated and an anterior capsular violation was noted resulting in patient required lensectomy, which added to the patient's risk for vision problems.